Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a red vertical lines on the right side of the screen was observed. The device's lcd was replaced to address the issue.